Event description:
Reporter alleged discrepant blood glucose results during back to back testing of 280, 180, & 138 mg/dl, when all tests were performed within 10 minutes. Customer stated when looking in the meter memory, there were back to back results of 242 mg/dl and 184 mg/dl 2 minutes apart. As a result of the comparisons, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.